Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blistering sores while wearing the lifevest. The patient's physician instructed the patient to place (B)(6) over the sores and to end use of the device. The patient also elected to use an antibiotic. The patient indicated that the sores improved.